Event description:
During an initial implant procedure on (B)(6) 2026, it was reported that the pacing impedance of the right ventricular (rv) lead was high. Additionally, it was noted that the helix of the rv lead failed to extend. The rv lead was not used and a new rv lead was successfully implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events were high pacing impedance and helix mechanism issue. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. X-ray examination of the lead found the inner coil at the connector region was overtorqued consistent with procedural damage. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to extend and retract. The measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the overtorqued inner coil and the helix clogged with blood/tissue. The reported event of high pacing impedance was not confirmed. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Electrical testing was normal.